Manufacturer narrative:
No product was returned for examination. The investigation was limited to the information provided and no conclusions could be drawn about the reported joint instability and polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address instability. Poly wear was discovered intraoperatively.